Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with trace ketones. Customer addressed the elevated bg by manual insulin injection and changing pump supplies.